Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctjbbv, conformed to the specifications when released to stock in 11th september 2015. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a (B)(6) year-old female on (B)(6) 2015. On (B)(6) 2016, the setting pressure could not be changed. Although it could be changed by using neodymium, the fluid flow appeared to be reduced. Since the valve occlusion was suspected, the device was replaced with the same new product at 80mmh2o on (B)(6) 2016. The patient is currently being monitored.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.